Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in pacing threshold had occurred. Other electrical values were reported to be within normal range. The physician decided against x-ray imaging and instead will monitor the patient. No adverse events were reported and the patients condition was stated as good.